Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compare to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at 10am on (B)(6) 2019, when she obtained the alleged inaccurately high result of ¿196 mg/dl¿ with the subject meter compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ no adjustments (10 units) and metformin, 500 mg twice a day. She reported that ¿10 ¿ 15 minutes¿ before the start of the alleged product issue she took her normal dose of ¿10 units¿ of insulin. The patient also reported that in response to the alleged inaccurately high result of ¿196 mg/dl¿ obtained she took an additional ¿10 units¿ of insulin. She claimed that she then performed another blood glucose test using the subject meter and obtained another alleged inaccurately high result compared to her feelings/ normal results, this time of ¿153 mg/dl¿. The patient reported that ¿five hours later¿ at ¿around 3pm¿ she developed the symptoms of ¿headache, extreme chills, nervousness, inner body gets really shaky, weak feeling all over, was about to pass out and losing thought process¿. She reported treating these symptoms by drinking ¿4oz of orange juice¿ and eating ¿something very sweet¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored incorrectly and/ or had expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increase dose of medication due to obtaining alleged inaccurately high blood glucose results with the subject meter.